Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03979. It was reported at an academic conference cvit2017, that death occurred. The aim of this study was to investigate the initial clinical results of synergy relative to the non-bsc stent. Percutaneous coronary intervention was performed to 609 lesions from july 2015 to june 2016. 513 lesions which were received synergy stents were subject to this study. The primary end point was in-stent restenosis at follow-up angiography. The secondary end point was the incidence of adverse events including death. The incident rate of adverse events for one year was almost same in the two groups.